Manufacturer narrative:
(B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare provider reported a right side rupture. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight and opening curved on radius. A visual and microscopic analysis was performed which identified: opening crease sharp on radius, creases fold, stress marks and wear abrasion. Based on the device analysis the final assessment is: an opening crease sharp on radius assessed as fold flaw opening.

Event description:
Healthcare provider reported a right side rupture. The device has been explanted and replaced.